Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: during investigation, the pump was powered on to a functioning display. The original complaint of a dimming display was unable to be confirmed. Moisture was found behind the display lens. Unrelated to the original complaint, cracks were found in the battery compartment at the case seal to the left side of the bumper pad and at the top right corner between the display lens and pump seal. The cracked pump case caused the pump to fail the performed leak test. The pump was opened to find moisture throughout the pump casing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.